Event description:
Pt s/p coronary angioplasty and stent placement on (B) (6) 2010. Post removal of the introducer (right groin): manual pressure for 20 minutes applied, followed by hemcon and tegaderm to site. Upon arrival to unit, right groin dressing was dry and intact. Approx 1 hour post return to unit while still on activity restriction protocol (bedrest), pt experienced bleeding from site and warranted manual pressure on femoral artery until bleeding subsided. Post procedure activity restriction protocol (including 3 hours flat on back and two additional hours bedrest) re-initiated. Pt discharged on (B) (6) 2010 without complications or adverse effect.